Event description:
The physician was attempting to deploy a 2.5 mm diameter x 24 mm length endeavor resolute rx (rapid exchange) drug-eluting coronary stent in a pt. The target lesion, located in the ostial portion of a cx, was reported to have a small degree of calcification. It was reported that the physician could not cross the lesion with the stent. Info received from the field confirmed that resistance was experienced during the attempted delivery requiring a small degree of force to be used. When an attempt was made to withdraw the device, the physician noted a loss of tension. When the stent system was completely retrieved, it was reported that the stent was not crimped to the balloon and had become dislodged. The physician looked for the dislodged stent, but it could not be retrieved.

Manufacturer narrative:
(B)(4). Evaluation, results: stent embolism and failure to deliver the stent. Lesion morphology, accessory devices used in procedure. Evaluation summary: cine images from the procedure were provided for review. No images were present of the attempted delivery of the endeavor resolute device that was being used for direct stenting. The images contained no evidence of a dislodged stent.